Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported receiving an "errc-9" message while using the freestyle libre 2 reader and due to the issue, ordered a replacement device. The customer further reported that due to a delay in delivering the replacement product, he was unable to monitor glucose and experienced seizure and loss of consciousness. No additional information was provided. There was no report of death or permanent impairment associated with this event.